Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the pusher assembly was kinked. If the pod pc is forcefully advanced against resistance or is otherwise mishandle during use, damage such as a kink may occur. Further evaluation revealed that the pusher assembly was fractured, and the embolization coil was detached from the pusher assembly. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pc), non-penumbra coil, and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was tortuous and calcified. During the procedure, the physician placed a non-penumbra coil and pod pc in the target vessel using the lantern. Subsequently, after advancing another pod pc approximately 10 centimeters into the microcatheter, the physician kinked the pusher assembly of the pod pc. Therefore, it was removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.